Event description:
It was reported that a lead warning message for impedance decrease appeared during interrogation, prior to normal device changeout. The lead was replaced. No patient complications were reported as a result of this event.